Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted; explanted give date: not applicable as the lens was inserted and removed. It was indicated that the device was discarded and it is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens (iol) was inserted and removed during the same procedure from the patient's left eye. Reportedly, there was a tear in the capsular bag and the iol was going to fall to the back of the eye. A vitrectomy was performed, but no incision enlargement or any other medical or surgical intervention was required. A non-johnson & johnson lens was implanted as a replacement. The account commented that the patient presented with panuveitis in the left eye prior to surgery. To date the patient still has panuveitis and is unable to see. The explanted lens was discarded by the account. No additional information was provided.